Event description:
The pt required increased doses for pain management. A catheter dye study/contrast study (date no reported) demonstrated a leak in the catheter near the pump connection site. The catheter was disconnected from the pump. The catheter connection device was replaced. The pump was replaced for battery depletion. The pt recovered without sequela. The pump was used to deliver hydromorphone, baclofen, bupivacaine, and clonidine.